Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) replaced the drive manifold assembly. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Returned to customer. The failure analysis and testing dept. Received the drive manifold assembly with a reported failure the drive manifold test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the drive manifold in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. Retained the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) failed drive manifold leak test. There was no patient involvement.